Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested and the following was obtained: was the intra-op procedure changed? Yes because the surgeon had to make a manual suture on the stomach left open by the endocutter with two suture points. Then, he continued the mechanical staple line and, at the end, he returned to the previous stomach to make a continuous manual suture with suture; was post-op care changed for the patient? No; how much bleeding occurred? Enough. Not measured; did the patient receive any blood products? No.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon started the resection from the antrum-pyloric region with a green reload; in this first step the suture was properly formed. On the second activation with a gold reload, the stapler cut but did not apply clips. The clips were all found in the stomach and around the jaws completely open and without a b shape. The ends of the tissue were not sutured and the remedy to the bleeding was to use suture. The procedure was completed using the same stapler with three gold reloads and one blue reload without issue. The suture was reinforced with suture. Intervention was required and the procedure was prolonged for fifty minutes. There were no adverse consequences for the patient reported.